Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer experienced symptoms described as "dry and pasty mouth" and received novorapid insulin (dose unknown) for treatment by a non-healthcare professional. There was no report of death or permanent injury associated with this event. A sensor reading of 80 mg/dl was obtained against a built-in reader result of 390 mg/dl, however, it is unknown when these readings were taken in relation to the reported adverse event. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.